Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The caller did not know the blood glucose reading. The customer also noted that she experienced low blood glucose levels when she was sick but did not require troubleshooting for the matter. She reported that she stayed disconnected from the insulin pump when she was sick because she does not eat much when sick. She added that she has cirrhosis of the liver, which contributes to her not eating as much also. No significant events leading up to the motor error alarm were noted. She added that she had had a magnetic resonance image taken, but she stated that she had left the insulin pump outside of the exam room. She declined troubleshooting assistance for the low reservoir alarm she also received. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump had a constant motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the displacement test or test for the low reservoir alarm due to the motor error alarm. The pump also had a cracked reservoir tube lip, minor scratches on the display window and a cracked belt clip slot.